Manufacturer narrative:
Cme america's investigation included: review of the pump history confirms that the pump was set at a rate of 7.0ml/hr and was operated at that rate for a period of 6 hours. Immediately before patient use the pump's program protective lock was unlocked and relocked indicating that tampering could have occurred. There is no pump history evidence of the pharmacist settings at 0.7ml/hr. The infusion must initiate (pressing the start button to begin therapy) to log the rate into the pump history. Cme america volumetric testing has been performed with the custom device. The device was found to be delivering with an accuracy of 1.68 %, within the 5% specification. System testing was performed using the main self-test found in the technician menu. The keypad was tested and was found to be in working order. There was no allegation of device malfunction from the complainant. Review of the cme america instructions for use show the instructions for setting the flow rate are clear and accurate. Cme america conclusions: unable to confirm the report by pharmacy of an over-delivery event. Pump history does not substantiate that claim. Cme america has not been provided with written info by pharmacy documenting their programmed settings. Unable to confirm the report that the nurse changed the rate before therapy was initiated. Pump history shows that the pump was unlocked and locked twice in the field, but does not confirm that programmed settings were changed. Cme america has confirmed that the device was operating within its flow rate accuracy specifications of +/-5% (actual result 1.8%). Cme america has confirmed that the device was operating within all other acceptable specifications as shown by system testing. Cme america has confirmed that the pump operates normally with the last programmed settings as received from the customer. Cme america has confirmed that the pump history log is recording events as intended. Delivery as a result of changed programmed settings.

Event description:
The pharmacist reported that the pump was set-up by the pharmacy to 0.7 ml/hr. The pharmacist reported that the pump rate had been changed to 7.0 ml/hr by the home health care nurse at the patient's home before initiating the infusion therapy. Cme america requested the return of the pump to investigate the pump history to determine if tampering occurred. No patient harm was reported as a result of this event.